Event description:
Healthcare professional reported right side "rupture confirmed via ultrasound," "capsular contracture baker grade iii," and "7mm hypoechoic focus within the silicone is of doubtful significance." Device remains implanted.

Manufacturer narrative:
E1. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported "rupture confirmed via ultrasound, capsular contracture, baker grade iii" and "7mm hypoechoic focus within the silicone is of doubtful significance". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "rupture confirmed via ultrasound, capsular contracture, baker grade iii" and "7mm hypoechoic focus within the silicone is of doubtful significance". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required.